Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer did not use auto mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of unknown. The customer did not provide any symptoms regarding diabetic ketoacidosis. The customer was treated with manual injection. Customer states that her pump was removed from her upon admission to hospital, states the staff treated her with insulin. The insulin pump will not be returned for analysis.